Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a bilateral "ruptured, textured implants". This record is for the left side. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, wear abrasion, yellow particles on the shell, and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported a bilateral "ruptured, textured implants". This record is for the left side. The device has been explanted and replaced.